Manufacturer narrative:
Device was used for treatment, not diagnosis. Patient information is unavailable. Additional product code: hwc. (Other number) UDI # unknown part number, UDI is unavailable. Device is not available for return. Without a part number, 510k number is unavailable. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent removal of a trochanteric fixation nail (tfn) system due to painful hardware. The patient was implanted with a tfn, helical blade, a 5 millimeter distal locking screw and an end cap on an unknown date. The original diagnosis is unknown. Subsequently, the patient complained of pain and discomfort. On (B)(6) 2016 all devices were removed intact; no other devices were implanted. The procedure was noted to be uneventful and successfully completed. It is unknown if there was any surgical delay. This report is for an unknown end cap. This is report number 4 of 4 for (B)(4).